Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It had a corroded drain fitting, cracked tank cover, bent micro switch, and contaminated block assembly. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests using procedure sr-hl-390. The complaint was duplicated but the customer's reasoning was wrong. The disposable/temp check alarm was the one going off. It's a common mistake. The root cause was the damaged micro switch, which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a low-level fluid alarm. When filled halfway the sensor alarm still went off. The fault occurred while preparing the operating room prior to patient use. It was unknown if the issue was related to physical damage/abuse. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.